Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not be broken. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn since the user activated output without grasping anything. Then the grasping section with the severely worn pad and the probe contacted. Because the user continued outputting in its state, the probe damaged error and the contact marks occurred. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed from the user that the probe of the subject device was damaged during a laparoscopic assisted distal gastrectomy (ladg). The procedure was completed with a different device. There was no patient injury reported.